Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device could not be interrogated. The electrocardiogram showed no output from the device. The device was scheduled for explant and replacement. No patient complications have been reported as a result of this event.